Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device alerted for high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The high impedance was repeatable in office. The lead remains in use. No patient complications have been reported as a result of this event.